Event description:
Customer took a blood glucose test at 5pm and received a result of 574mg/dl. The customer took 4 extra units of insulin and went to bed around 8pm. The home health care worker arrived around 8am the next morning and could not wake up the customer. Their blood glucose was tested and the result was 571mg/dl. Paramedics were called and they received a result of 38mg/dl. The customer was taken to the hosp where they were given food. They were admitted for observation. The dr changed their medication. It is unknown if controls were in range. A request was made for the return of the suspect device and replacement product was sent.